Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that an in-vivo insulation breach or conduct fracture was not observed during analysis. (B)(4).

Event description:
It was reported that the right ventricular lead had varying threshold and low r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.